Event description:
It was reported that during the implant procedure of the transcatheter bioprosthetic valve an aortic balloon valvuloplasty (bav) was performed. During the bav, poor blood pressure recovery during rapid pacing was observed. This had contributed to the event. In attempt the implant the valve, the delivery catheter system (dcs) recaptured the valve twice. The reasons for recapture were not provided. After the second valve recapture, hemodynamic collapse occurred. This required the insertion of an intra-aortic balloon pump (iabp) followed by percutaneous cardiopulmonary support (pcps) before proceeding with the procedure. The valve was then implanted without further issues. The patient was "discharged" with pcps in place.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-34, serial/lot #: (B)(6), ubd: 01-jul-2026, UDI#: (B)(4) continuation of d10: product ID {{l-evolutfx-34}}; product lot/serial number (B)(6); product type: {{compression loading system}}; implant date {{na}}; explant date {{na}}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that on the day of the valve implant, hemorrhaging at the access site and another unspecified he morrhage occurred. No treatment was reported. Two weeks following the valve implant, a cerebral infarction was observed and no treatment was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Corrected data: d3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the bav was performed pre-implant. The first and second valve recaptures were due to a deep implant depth, and hypotension occurred following the recapture. Additionally, the patient discharge was clarified to mean that the patient left the procedure room but remained in the hospital.

Event description:
Additional information was received indicating that the right side was used as the access site for the delivery catheter system (dcs) and hemorrhaging occurred on the right side. The minimum diameter of the access vessel was 6 millimeter (mm). Hemorrhaging occurred at the time of puncture. Per the physician, the dcs did not cause or contribute to the hemorrhage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.